Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had multiple alarms found in the insulin pump alarm history. The customer is unsure if alarm occurred during the rewind / prime sequence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with no button response at escape and act button due to unlocked j2 connector on lcd board. Unable to confirm motor error alarm, lost sensor alarm and unable to perform any tests due to buttons unresponsive. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.